Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The pump malfunction had occurred at least three times, but it was not reset within the last 24 hours. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.